Event description:
Customer reported to beckman coulter, inc (bec) that there was a fluid leak in the coulter lh 750 hematology analyzer. Customer reported that the leak was from a disconnected tubing from the blood sampling valve (bsv) that carried isoton (diluent) reagent. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer reported that they reattached the loose tubing and resolved the leak issue.

Manufacturer narrative:
(B)(4).